Manufacturer narrative:
Correction to d4 (lot, expiration date, UDI). Additional information: h4, h6 (add code) and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple units of clearlink system non-dehp secondary medication sets had no flow. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.